Event description:
It was reported to st. Jude medical that the device was explanted due to premature battery depletion. The pt had rec'd some therapies but was not pacing. The decision was made to explant the device.